Event description:
It was reported that the patient with this implantable pacemaker had presented with a large hematoma on pocket site and was confirmed to be infected. This pacemaker was explanted, and a temporary pacer was implanted. No additional adverse patient effects were reported.